Event description:
It was reported that the patient's heart rate was below 60, raising concern that the pacemaker may not be functioning properly. The patient was referred to the clinic. As of this time device remains in service. No adverse patient effects were reported. Additional information received indicating that this device was not working. No adverse patient effects were reported.